Manufacturer narrative:
The previous event for the outflow graft replacement was reported under medwatch MFR #2916596-2015-01397. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device was received for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. The patient had a pump outflow graft exchange on (B)(6) 2015. It was reported that after the outflow graft exchange, which was performed on cardiopulmonary bypass, the patient's anticoagulation status was irregular. At an unspecified later time, patient developed renal failure requiring dialysis. The patient was started on argatroban with no success. On (B)(6) 2015, the patient's hemolysis parameters were significantly increased (laboratory values were not provided) and there were unspecified signs of insufficient delivery from the pump. The patient received a pump exchange on (B)(6) 2015. It was reported that thrombus was observed at the outflow stator. The patient is reportedly doing well post pump exchange. No additional information was received.

Manufacturer narrative:
The pump was returned disassembled with the driveline cut approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the device. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. No depositions were identified through the evaluation of the device upon its return to the manufacturer; however, analysis of the photographs provided by the hospital confirmed the presence of a thrombus formation within the outlet stator. Examination of these photographs revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. The deposition had areas of denaturation which suggests that it was present while the pump was supporting the patient. Although a root cause for the development of the deposition seen in the photographs could not conclusively be determined, it could have contributed to the reported hemolysis. Visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. It should be noted that a chip was observed along the edge of the rotor¿s bearing cup. Additionally, the head of the outlet stator bearing ball was broken off, leaving just the stem within the stator¿s bore. This bearing damage appeared to have occurred during the account¿s disassembly of the device prior to its return to the manufacturer for analysis. As a result of this damage, the device could not be rebuilt and functionally tested. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.